Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to cardiogenic shock, worsening renal failure, and hypotension. The patient was transitioned to hospice care and passed away shortly after their family requested the left ventricular assist device (lvad) be turned off. The pump was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiogenic shock, renal failure, hypotension and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.